Manufacturer narrative:
Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The external visual inspection revealed that the electrode was severed. In addition, a severely fractured case and a damaged hybrid as well as biomaterial intrusion was observed. All of these anomalies were believed to have occurred during revision surgery. The photographic imaging inspection confirmed a detached header and a broken hybrid assembly. Unable to perform test due to device condition. This is due to the damage induced during revision surgery. The condition of the device prevented electrical tests from being performed. This device was explanted for medical reasons. However, this device was received with a severely fractured case and a damaged hybrid. This is believed to have occurred during revision surgery. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection and no sound following a head trauma event. The recipient reportedly has schizophrenia and a history of banging the head against the wall. The recipient's device was explanted. The recipient will not be re-implanted.